Event description:
It was reported that the left ventricular (lv) lead was causing intermittent phrenic nerve stimulation. The lead was reprogrammed and remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6935m55 lead implanted: (B)(6) 2012. A 407645 lead implanted: (B)(6) 2012. (B)(4).